Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. (B)(6). If implanted; give date: unknown/not provided. If explanted; give date: intraocular lens remains implanted. The intraocular lens (iol) was not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract surgery, after a perfect dfu preparation, the doctor observed a black string came around after implantation. It has been gone away by ia. No patient injury reported. Surgeon was not sure if particle was related to the intraocular lens, model pcb00 implanted or the viscoelastic (ovd) model healon pro used during procedure. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. This report is related to the product, intraocular lens pcb00.

Manufacturer narrative:
G9: correction: in review, of medwatch 2648035-2019-01329 and per new information received, this event has been assessed not reportable due the fact that customer did not longer belief that particles came from a jnj product. There will be no more information provided for mfg reporting no. 2648035-2019-01329. All pertinent information available to johnson & johnson surgical vision, inc has been submitted. H3 other text : placeholder.